Event description:
It was reported the coil prematurely detached inside the catheter during delivery. No patient injury reported.

Manufacturer narrative:
Only the pushwire was returned for evaluation. The coil implant was found broken, but the evaluation could not determine the cause of the event. (B)(4).